Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been experiencing high blood glucose and she found out it was due to the flue. Customer had called in and was informed to change the sensor and then the reservoir. The second call she was advised it was due to the flue. Blood glucose was 443 mg/dl. Customer was advised to monitor blood glucose closely. No further information reported.